Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8596sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via implantable systems performance registry (ispr) regarding a patient receiving intrathecal dilaudid 2.5 mg/ml; 0.6063 mg/day, bupivicaine 15.0 mg/ml; 3.638 mg/day and fentanyl 1,250.0 mcg/ml; 303.2 mcg/day. The pump was updated (B)(6) 2014 to increase the dose 10 percent to deliver dilaudid 2.5 mg/ml; 0.6678 mg/day, bupivicaine 15.0 mg/ml; 4.007 mg/day and fentanyl 1,250.0 mcg/ml; 333.9 mcg/day. Examination on (B)(6) 2015 noted the patient experienced withdrawal symptoms due to the pump running dry after a missed refill; symptoms include nausea and increased pain. The severity was mild. On (B)(6) 2015, device interrogation results were the reservoir volume was 0.0. On (B)(6) 2015, fluoroscopy results were the catheter was patent with no evidence of a leak. Device interrogation results were the rotor moved appropriately. Intervention was to refill the pump with hydromorphone only. The outcome was resolved without sequelae (B)(6) 2015. It was related to device or therapy and not related to implant procedure. The etiology was the intrathecal hydromorphone, fentanyl and bupivicaine.